Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately ten months post filter deployment, the patient underwent retrieval of the ivc filter. The filter was retrieved successfully, but during this maneuver, one of the struts of the filter appeared to be fractured. After the filter was removed, it was noted that one prong was missing, which was noted on imaging to be fixated in the wall of the jugular vein. Therefore, the investigation can be confirmed for limb detachment. Per the medical records, the filter was deployed in the suprarenal position. Per the IFU( (instructions for use), "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position." Therefore, it is possible that the suprarenal positioning contributed to the reported deficiency. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. Warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2017); (manufacturing date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter struts detached. The device and filter struts were removed percutaneously. The current status of the patient is unknown.